Event description:
Staff reported dull feeling of needle when injecting patients. Bd 25g x 1 inch- ref 305761- lot 5153197 bd 25g x 5/8 in- ref 305759 lot 5149514 bd notified and are in process of shipping back to manufacturer. Health effect code: 4582. Device problem code: 2407. Reference report: mw5181331.